Manufacturer narrative:
A visual examination of the returned device found the basket closed and tip was intact. Residues were present indicating use and handling. Additionally, the side car-rx presented pushback out of specification. Functional inspection was performed by testing the device inside and outside the endoscope. The basket would open and close without issue. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is "operational context."

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a biliary lithotripsy procedure performed on (B)(6) 2016. According to the complainant, although the side car-rx (guidewire port) was noted to have pushback during preparation the physician used the device and the amount of side car-rx (guidewire port) pushback increased . The device was removed from the patient and a functional test was done by opening and closing the basket. It was found that the basket failed to open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of side car-rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a biliary lithotripsy procedure performed on (B)(6) 2016. According to the complainant, although the side car-rx (guidewire port) was noted to have pushback during preparation the physician used the device and the amount of side car-rx (guidewire port) pushback increased . The device was removed from the patient and a functional test was done by opening and closing the basket. It was found that the basket failed to open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."